Manufacturer narrative:
(B)(4). Results: the ace68 was ovalized approximately 37.0 and 55.0 cm from the hub. The ace68 was stretched approximately 104.0 thru 132.0 cm from the hub. The ace68 was fractured approximately 116.0 cm from the hub. Conclusions: evaluation of the returned ace68 confirmed a fracture on the distal shaft and revealed that the device was stretched. If the ace68 is forcefully retracted against resistance, damage such as stretching, and a fracture may occur. The root cause of resistance could not be determined. Further evaluation of the returned ace68 revealed ovalization on the catheter shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) using a penumbra system ace 68 reperfusion catheter (ace68) and balloon guide catheter. During the procedure, the physician completed a pass using the ace68. While advancing the ace68 through the balloon guide catheter to make another pass, the physician experienced resistance in the internal carotid artery (ica); consequently, the ace68 became kinked at a steep angle and the ace68 would not advance any further. Subsequently, the physician confirmed the ace68 was still intact and decided to remove it; however, after removing the ace68, the physician noticed the middle to higher distal portion of the ace68 had broken off and detached inside the balloon guide catheter. Therefore, the physician removed the balloon guide catheter containing the detached portion of the ace68. The procedure was completed using another catheter and the same balloon guide catheter. There was no report of an adverse effect to the patient.